Event description:
The user facility reported patient was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella cp was implanted, the pump speed level could only be run at p4 without the use of suction. An echocardiogram was performed and observed that the impella placement was shallow. The physician repositioned the device to 3.5 cm below the aortic valve. Pump speed flow was resolved as the reposition of the impella cp caused the flow to increase. Additionally, the patient experienced large hematoma from the access site. The hematoma was expressed, and manual pressure was held. Patient was monitored until impella cp device was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.